Event description:
Patient reported that the adhesive pad did not stay attached to the body after being worn for 4 hours on (B)(6) 2019. The patient stated that he was at the zoo and was sweating more than normal and this could have been the reason that the device did not stay attached to the body. The patient stated that he normally applies the device to the abdomen and has never experienced this issue, however, this time the device was placed on the back of the arm.